Event description:
The patient developed meningitis. The patient was experiencing meningeal signs/symptoms. Cultures of the device pocket, lumbar region, cerebrospinal fluid and blood were taken. No organisms were cultured. "No pump pocket or catheter path cellulitis was noted." There was an increase in the white blood cell count of the cerebrospinal fluid. The patient was treated with intravenous antibiotics and total device system explantation. No drug withdrawal occurred. The infection has resolved.